Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Total knee replacement on (B)(6) 2018. The doctor was setting up the rod that attaches to the block and realized that the ap block wouldn¿t lock correctly. When we pulled the block apart we notice the plate and the rod had broken away from it self, which is why he couldn¿t lock the two together. Action taken: open up another tray of instruments to get another rod, call ops who sent another rod in to replace so we had all the correct instruments for all five knees on that day. No delay to procedure. No ae to patient.

Manufacturer narrative:
(B)(4). The instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.